Event description:
The customer reported the ventilator was displaying a message indicating no backup battery was connected even though it was equipped with an optional backup battery for backup power. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's field service technician confirmed the customer reported problem. The service technician reported during testing the ventilator would shut down when ac power was removed, and would not transition over to the backup battery for backup power. The service technician replaced the power supply to correct the findings. Performance verification testing was performed and all tests passed to operating specifications.